Event description:
The dealer states when the patient is making turns the motors jerks. The dealer stated end user turned down all settings and is still getting a jerk when turning. The dealer also stated the motors are making a grinding noise.